Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 444 mg/dl. The customer was treated for high blood glucose with manual injection. The customer was able to perform the high pressure test and did not passed, did not receive alarm and no insulin exit. The customer was advised the pump will need to be replaced. The customer was advised to revert to a backup plan until replacement arrives. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer stated that he is not concerned about low blood glucose only about the high blood glucose.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.